Event description:
Patient fell out of bariatric bed. Side rail of bed failed. Two screws missing from side rail. Screws on the other side rail were visibly loose.======================manufacturer response for bariatric bed, hill-rom bariatric bed model p610b======================mfg. Is sending a maintenance tech to the hospital to repair the bed. The bed is not owned by the hospital. It is rented from the mfg.